Event description:
It was reported that the insert could not be locked properly. So, the surgeon tried to remove the insert from the baseplate with hospital's operative tool and the wire of the insert came off from the insert. So, the surgeon tried to fix it with watching with new insert. The wire became normal again. The fixed insert was used again in the procedure and then it could be locked properly. Spare product was not used. No more information will be provided.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was implanted. If additional information becomes available, it will be submitted in a supplemental report. Implanted.

Manufacturer narrative:
An event regarding locking issues involving a scorpio nrg insert was reported. The event was not confirmed. Review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for this lot. The event could not be confirmed nor the root cause determined because the device was not returned for evaluation. It was reported that the insert could not be locked properly and, during manipulation, the locking wire came off from the insert. The surgeon re-attached the locking wire and was able to use the device.

Event description:
It was reported that the insert could not be locked properly. So, the surgeon tried to remove the insert from the baseplate with hospital's operative tool and the wire of the insert came off from the insert. So, the surgeon tried to fix it with watching with new insert. The wire became normal again. The fixed insert was used again in the procedure and then it could be locked properly. Spare product was not used. No more information will be provided.